Event description:
While performing a power and grounding investigation, the ge service representative determined that the impedance of the table rail was higher than the allowed 0.1 ohms. No patient was involved and no injuries were reported.

Manufacturer narrative:
The investigation determined the improper grounding was caused by poor metal to metal contact in the rail's junction mounting due to insufficient tightening of parts.